Event description:
It was reported that non-sustained ventricular oversensing and brief episodes of intermittent t-wave oversensing was noted on the implantable cardioverter defibrillator during interrogation. The issue was resolved by reprogramming the device. No patient symptoms or additional information was reported.